Manufacturer narrative:
Exact date unknown, event occurred 2 weeks from (B)(6) 2021 visit date.

Event description:
It was reported that the patient had difficulty charging ipg and that the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded.